Event description:
It was reported that, during maintenance, this 980 ventilator was not detecting the exhalation valve. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, during maintenance, this 980 ventilator was not detecting the exhalation valve. The device was available for evaluation. While the service personnel (sp) was performing preventative maintenance on the 980 ventilator, the unit's exhalation valve (ev) was not detected. The sp replaced the cable; however, the ev still failed to be detected. Subsequently, the sp replaced the ev assembly and reinstalled the original cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One eva was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned eva was attached to failure investigation test ventilator, but the ventilator failed the power on self test (post) and additional testing. Further investigation revealed an open circuit across ferrite inductor, reference designator fb8. After replacement, the unit failed the exhalation valve calibration for ¿expiratory autozero failed¿. This was a separate fault and unrelated to the original issue. Further investigation of this issue isolated the fault to the expiratory pressure transducer (ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. If a ps1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported issue of unit unable to detect ev was isolated to a faulty ferrite inductor, reference designator fb8, in the eva. The cause of the additional issue of unit failed ev calibration was isolated to faulty ps1 on the exhalation sensor printed circuit board assembly (pcba) of the eva. The events are included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.